Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced  chest pain. It was also noted that an atrial lead position check failure occurred with the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.